Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported stenosis was confirmed based on available information to date. Available information suggests that patient factors (dialysis) likely contributed to the event as the patient had dialysis. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. Additionally, patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1: phone number: (B)(6). Investigation is underway.

Event description:
As reported through the japanese tavi registry reporting system, approximately 6 months after implantation of a 26 mm sapien 3 valve in the aortic position, the patient was admitted to the hospital for 19 days due to congestive heart failure. The patient was readmitted 5 days after discharge and died 42 days later due to congestive heart failure caused by aortic stenosis. Other details of this case were unknown.